Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that r-wave sensing exhibited a decreasing trend on the right ventricular lead. On (B)(6) 2014, the lead was capped and replaced. During the procedure, insulation damage was noted.